Event description:
The MFR received info from a third party service ctr alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.